Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this patient experienced dizziness and fainting spells which caused the patient to fall. System evaluation noted noise which had been over-sensed resulting in pacing inhibition and asystole greater than two seconds. Noise could be reproduced during pocket manipulation and during range of motion exercises with the patient's left arm. Additionally, pacing impedance measurements were greater than 2000 ohms. A revision procedure was performed and under fluoroscopy, it looked like the ring electrode was back a bit but could they could not confirm if the end of the lead was past the block or not. After the device was removed from the pocket, a tug test was performed and the terminal pin separated from the lead body. The physician loosened the set screw and removed the lead. Visual inspection noted a potential ring bonding issue. The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.